Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 1 month ago. Aneurysm morphology was not reported. The aortic neck was 2 cm in length and it was reverse funnel shaped. It was reported that after the stent graft was implanted, there was a possible type 1 endoleak or a type 4 endoleak. An aneurx cuff was placed proximally, but the endoleak did not resolve. The stent graft was re-ballooned and a distal extension cuff was placed to determine whether the endoleak was retrograde flow; however, the endoleak was still present. The decision was made to not further intervene and to re-evaluate for the endoleak at the 30 day follow-up visit. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(Secondary intervention). Evaluation: results: reverse funnel shaped aortic neck. Endoleak. Conclusions: reverse funnel shaped aortic neck.